Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a dissection occurred, requiring additional intervention. On (B)(6) 2024, the subject underwent treatment with drug-eluting stents. Target lesion #001 was located in the left proximal superficial femoral artery, extending through the mid and distal superficial femoral artery, with a proximal reference vessel diameter of 6 mm, a distal reference vessel diameter of 6 mm, a lesion length of 300 mm, and 100% stenosis. Prior to treatment, pre-dilation was performed using a 5 mmx120 mm jade otw pta balloon. Treatment consisted of placement of two 6 mmx150 mm drug-eluting stents. Post-dilation was performed using a 5 mmx240 mm jade otw pta balloon, and the final residual stenosis was noted to be 0%. During treatment of target lesion #001, a grade c dissection was noted in the left superficial femoral artery following post-dilation with the 5 mmx120 mm jade otw pta balloon. In response to this complication, two 6 mmx150 mm drug-eluting stents were placed, and the complication was considered resolved. Target lesion #002 was located in the left external iliac artery, with proximal and distal reference vessel diameters of 7 mm, a lesion length of 40 mm, and 75% stenosis. Pre-dilation was performed using a 5 mm x 80 mm mustang otw pta balloon and a 5 mm x 120 mm jade otw pta balloon. Treatment consisted of placement of a 7 mm x 40 mm drug-eluting stent. Post-dilation was performed using a 7 mm x 40 mm sterling otw pta balloon, and the final residual stenosis was noted to be 0%. Target lesion #003 was located in the right external iliac artery, with proximal and distal reference vessel diameters of 7 mm, a lesion length of 60 mm, and 75% stenosis. Pre-dilation was performed using a 5 mm x 40 mm mustang pta balloon. Treatment consisted of placement of a 7 mm x 60 mm drug-eluting stent. Post-dilation was performed using a 7 mm x 40 mm mustang pta balloon, and the final residual stenosis was noted to be 0%. On (B)(6) 2024, during treatment of target lesion #002, a grade c dissection was noted in the left external iliac artery following pre-dilation with a 5 mm x 80 mm mustang otw pta balloon. The site confirmed that the 5 mm x 80 mm mustang otw pta balloon contributed to the dissection. In response, a 7 mm x 40 mm drug-eluting stent was placed and post-dilated using a 7 mm x 40 mm sterling otw pta balloon. Following treatment, the final residual stenosis was noted to be 0%. The complication was considered resolved on the same day. The subject was discharged from the hospital on (B)(6) 2024 on clopidogrel.